Event description:
A customer reported damage to the pump housing and usb port, which affected the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate pump for insulin therapy.